Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for a zone 9 infrarenal aortic aneurysm and bilateral common iliac artery aneurysms and was implanted with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2022, gore was made aware that the trunk ipsilateral leg component had collapsed. The physician reported there was still good perfusion due to the patient being on blood thinners. (B)(6) 2022, the patient underwent reintervention a 14x4 coda balloon catheter was advanced up the right side and the proximal trunk was ballooned open. Additionally, approximately 2-3mm distal migration of the proximal trunk was reported, and a 4010 palmaz stent implanted to regain coverage. The patient tolerated the procedure with good seal and wall apposition reported at the conclusion of the procedure. A cause of the migration and collapse was unknown.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Patient comorbidities: none. Medications: eliquis. Images were provided to gore and an evaluation performed by a clinical imaging specialist showed the following: there are 2 time-points available for evaluation: pre-implantation cta dated (B)(6) 2022 and an intra-operative angiogram dated (B)(6) 2022. The pre-implantation cta imaging shows proximal neck diameters to range from ~19mm ¿ 20mm. There is an aortic angulation of ~60º, distal to the renal arteries. Intra-operative angiogram imaging dated (B)(6) 2022 shows the deployed trunk portion of the ipsilateral device appears to be patent. No contrast can be identified outside the implanted devices with available imaging. Compression/collapse of the proximal device cannot be confirmed with available imaging. Cannot confirm the device moved distally of the intended position after deployment. All implanted devices appear to be patent. The device evaluation was performed based on what was reported to gore and images, including an imaging evaluation, attached to the event as the device was not returned for analysis. The imaging evaluation of the intra-operative angiogram imaging concluded that the following physician¿s observations cannot be confirmed. No contrast can be identified outside of the implanted devices. Compression/collapse of the proximal device cannot be confirmed with available imaging. The observation that the device moved distally of the intended position after deployment could not be confirmed. All implanted devices appear to be patent. The likely cause for the reported observations that the trunk ipsilateral leg component had collapsed, and the proximal trunk had migrated approximately 2-3mm could not be determined with the available information.